Event description:
I-flow received a complaint on 11/3/2006 for an on-q painbuster pm012, lot #662449. The complaint stated that the pump is missing blue sensor. On 11/29/06, it was reported that the pump was not used for the patient's treatment.

Manufacturer narrative:
On 11/27/06, I-flow evaluated the returned pump and determined the following: the packaging lot number (662742) did not match the pump lot number (662449). The pump contained the incorrect flow restrictor (100 ml/hr instead of 2 ml/hr). The label on the fill port of the pump (2 ml/hr) did not match the label on the filter (100 ml/hr). If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.